Event description:
About 2-3 weeks after implant, the patient¿s friend/family member noticed that the patient had an infection at the pump site; it looked like the patient¿s body was rejecting the pump. The patient was taken into the physician¿s office at that time. The patient had been seeing the doctor every week since. There had been no pump refills or increases since the pump was implanted. The friday prior to this report, the patient was fine and was healing; the infection had been getting better over the last few weeks. The doctor had ordered bed rest and was closely monitoring the patient. They were texting pictures to the doctor. The incision site did not want to close. It had been closing for about 5 days, but when the patient woke up on the date of this report the incision was open. The device system was delivering fentanyl, bupivacaine, and baclofen. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).